Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("an unexpected pregnancy with essure"), device dislocation ("migration of all or a portion of her essure device"), embedded device ("too embedded in the fallopian tube") and premature delivery ("underwent a cesarean section at 32 weeks 6 days") in a 35-year-old female patient who had essure (batch no. 787226,50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "an unexpected pregnancy with essure/failure to occlude fallopian tube". The patient's past medical history included parity 5 and multi gravida (29oct1993, aug1994, 16nov2002, 04oct2009 and 04jun2012.). Previously administered products included for an unreported indication: microgestin from 23-dec-2010 to 23-mar-2011, naproxen and tylenol. Concurrent conditions included bladder disorder and infection. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginal infection"), procedural pain ("painful post-operative recovery") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient's last menstrual period was on an unknown date and estimated date of delivery was 4-jun-2012. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a cesarean section and tubal ligation of her right fallopian tube) and surgery (salpingectomy (bilateral removal of fallopian tube), tubal ligation on 04-jun-2012). Essure was removed on 4-jun-2012. At the time of the report, the pregnancy with contraceptive device, device dislocation, embedded device, premature delivery, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal discharge, vaginal infection, procedural pain and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, embedded device, menorrhagia, pregnancy with contraceptive device, premature delivery, procedural pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: failure to occlude (close) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-apr-2011: occlusion of fallopian tubes confirmed most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and mr received: historical conditions, concomitant medication events embedded in the fallopian tube) was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("an unexpected pregnancy with essure"), device dislocation ("migration of all or a portion of her essure device") and premature delivery ("underwent a cesarean section at (B)(6) weeks (B)(6) days") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "an unexpected pregnancy with essure". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginal infection") and procedural pain ("painful post-operative recovery"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2012. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a cesarean section and tubal ligation of her right fallopian tube). At the time of the report, the pregnancy with contraceptive device, device dislocation, premature delivery, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal discharge, vaginal infection and procedural pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, menorrhagia, pregnancy with contraceptive device, premature delivery, procedural pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: occlusion of fallopian tubes confirmed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("an unexpected pregnancy with essure"), device dislocation ("migration of all or a portion of her essure device"), embedded device ("too embedded in the fallopian tube") and premature delivery ("underwent a cesarean section at 32 weeks 6 days") in a 34-year-old female patient who had essure (batch no. 787226,50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "an unexpected pregnancy with essure/failure to occlude fallopian tube" on (B)(6) 2011. The patient's past medical history included parity 5 and multi gravida (B)(6) 1993, (B)(6) 1994, (B)(6) 2002, (B)(6) 2009 and (B)(6) 2012.). Previously administered products included for an unreported indication: microgestin from (B)(6) 2010 to (B)(6) 2011, naproxen and tylenol. Concurrent conditions included bladder disorder and infection. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginal infection"), procedural pain ("painful post-operative recovery") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2012. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ketorolac tromethamine (toradol), surgery (underwent a cesarean section and tubal ligation of her right fallopian tube) and surgery (salpingectomy (bilateral removal of fallopian tube), tubal ligation on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pregnancy with contraceptive device, device dislocation, embedded device, premature delivery, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal discharge, vaginal infection, procedural pain and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, embedded device, menorrhagia, pregnancy with contraceptive device, premature delivery, procedural pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: failure to occlude (close). Supracervical hysterectomy (uterus only) - with tubal ligation of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: occlusion of fallopian tubes confirmed quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.